Event description:
Metal tip came apart and snapped in half...brush head remained in mouth - oral-b [device breakage]. Case narrative: male consumer via phone stated that while he was using his oral-b toothbrush, it made a strange noise and the metal tip came apart and snapped in half. The oral-b toothbrush head remained in his mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
06-nov-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal tip came apart and snapped in half...brush head remained in mouth - oral-b [device breakage]. Case narrative: male consumer via phone stated that while he was using his oral-b toothbrush, it made a strange noise and the metal tip came apart and snapped in half. The oral-b toothbrush head remained in his mouth. No injury was reported. 17-oct-2023 via case update: the suspect product lot number was bf550. The concomitant product lot number was u1135. The concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported.